Manufacturer narrative:
Investigation results: the complaint that the needle could not be fully withdrawn through the safety mechanism was confirmed and the cause appeared to be associated with the manufacturing process, whether with the raw material or during assembly. The needle on the returned 24g nexiva device was received with a crimped area near the midpoint of the needle, which prevented the needle from passing through the washer of the safety mechanism. No other similar complaints were reported from this batch. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided, therefore, xx was used as a place holder.

Event description:
It was reported that bd nexiva 24 ga x 3/4 in single port difficult to disengage needle. The following information was provided by the initial reporter: date: (B)(6) 2025 incident description: as per account, needle could not be fully retracted from cannula. Needle remains lodged inside cannula and could not be separated. Additional notes: image of defective product attached. System was successfully removed from patient without adverse effects.